Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized last month for high blood glucose and diabetic ketoacidosis. Her blood glucose at the time of incident was 818 mg/dl. The customer stated that there was a crimped cannula on her infusion set. The customer was offered a transfer to the 24-hour helpline to report the incident but she declined. No products were returned or shipped.